Event description:
It was reported that this right atrial (ra) lead was capped due to it was exhibiting impedance issues, failure to capture, high pacing thresholds, oversensing and noise. It was confirmed that the lead was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.